Event description:
It was reported that the patient underwent a gynecological procedure on approximately (B)(6) 2006 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on an unspecified date and a mesh was implanted concurrently with repair of recurrent abdominal incisional hernia using 11x14cm composi kugel patch, excision of 5cm lipoma, left lumbar area due to recurrent midline abdominal incisional hernia, 5-cm, lipoma, lumbar area. It was reported that following insertion the patient experienced pain and erosion. It was reported that the patient underwent excision of exposed mesh, cystoscopy, and coaptite injection of the bladder neck on (B)(6) 2008, mesh revision/removal on (B)(6) 2009, closure of rectovaginal fistula and gracilis muscle flap to perineum, complex closure, open perineal wound on (B)(6) 2009, surgical treatment of complex rectovaginal fistula w/transperineal approach w/closure of the tract on (B)(6) 2010, cystourethroscopy, right rigid ureteroscopy, basket extraction of the right distal ureteral calculi, placement of double-j stent on (B)(6) 2010, and cystourethroscopy, removal of vaginal mesh from the anterior wall, vaginoplasty on (B)(6) 2012. (B)(4).

Manufacturer narrative:
It was reported that patient underwent left side separation of components, ventral hernia repair, left parastomal hernia repair, left spigelian hernia repair, strattice underlay, exparel intercostal muscle blockade, lysis of adhesions and ostomy resitting on (B)(6) 2014 due to multiple recurrent left-sided ventral hernia, left parastomal hernia and loss of domain. It was reported that patient underwent complex abdominal wall reconstruction with primary repair of parastomal hernia, complex abdominal wall reconstruction with ventral hernia repair, abdominal wall reconstruction with stratus underlay biologic mesh and vertical panniculectomy on (B)(6) 2012 due to complex abdominal wall defect, parastomal hernia on the left side, ventral hernia on the central aspect of patient¿s abdomen, and vertical pannus with excess skin, subcutaneous tissue hanging below her pubis. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, rectocele and stress incontinence. It was reported that following insertion the patient experienced infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, neuromuscular problems, vaginal scarring and other non specific outcomes. It was reported that the patient underwent excision of exposed mesh concurrently with cystoscopy and coaptite injection of the bladder on (B)(6)2008 due to mesh exposure and urinary incontinence . It was reported that the patient underwent an ileostomy on (B)(6) 2008. It was reported that the patient underwent a revision of ileostomy on (B)(6) 2008 due to malfunction and stenosis. It was reported that the patient underwent excision of mesh from the rectovaginal septum on (B)(6)2008 concurrently with posterior colporrhaphy and repair of a complex rectal fistula. It was reported that the patient underwent removal of mesh on (B)(6) 2009 concurrently with examination under anesthesia, removal of foreign calculus and treatment of complex fistula. It was reported that the patient underwent a surgical treatment of complex rectovaginal fistula and removal of foreign body on (B)(6) 2009 due to complex fistula and extruding mesh. It was reported that the patient underwent removal of mesh from the vaginal cuff and anterior vaginal wall on (B)(6) 2009. It was reported that the patient underwent a surgical repair of complex fistula on (B)(6) 2009. It was reported that the patient underwent an examination under anesthesia, closure of rectovaginal fistula, complex connecting of the gracilis muscle flap to the perineum, complex closure of open perineal wound on (B)(6)2009. It was reported that the patient underwent a surgical treatment of the complex fistula on (B)(6) 2010 concurrently with cystoscopy. It was reported that the patient underwent a complex connecting of the right gracilis muscle flap to the perineal wound and surgical treatment of complex rectovaginal fistula with transperineal approach and closure of the tract on (B)(6) 2010. It was reported that the patient underwent placement of drainage catheter and washout of gluteal abscess on (B)(6) 2010. It was reported that the patient underwent incision and drainage of the right gracilis muscle flap to the perineum on (B)(6) 2010. It was reported that the patient underwent cystourethroscopy, right rigid ureteroscopy, basket extraction of right distal ureteral calculi and placement of double-j stent on (B)(6) 2010. It was reported that the patient underwent removal of mesh from previous hernia repair on (B)(6) 2011 concurrently with takedown of ileostomy and colostomy, lysis of adhesions, repair of hernia, repair of three recurrent venal hernias with stratus underlay and primary repair of hernias. It was reported that the patient underwent excision of protruding mesh on (B)(6) 2011 concurrently with surgical repair of the complex fistula and biopsy of mesh. It was reported that the patient underwent incision and drainage of abdominal wall abscess on (B)(6) 2011. It was reported that the patient underwent a surgical treatment of complex rectovaginal fistula via anal approach on (B)(6) 2011. It was reported that the patient underwent removal of vaginal mesh from the anterior wall 03/18/2012 concurrently with vaginoplasty due to dyspareunia and vaginal mesh in the anterior wall. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent bard implanted on (B)(6) 2006. No additional information was provided.